Event description:
It was reported that during a lung resection procedure, the third load of the instrument fired only one staple line. The operating room time was delayed 15 minutes. No pt consequence.